Event description:
A report was received that the patient felt a scar tissue tear when she bent over and it has been painful since the incident. The physician had run a laboratory work to rule out infection. Database analysis was taken and revealed no anomalies. The physician believed that the scar tissue at the pocket site needs to heal.